Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and deployment issues occurred. The 60% stenosed target lesion was located in the non tortuous and mildly calcified right iliac artery. A 9.0x40x75 cm express¿ ld vascular stent was selected and advanced to treat the lesion. When the device was advanced across an amplatz super stiff guide wire, it was noted that the stent scratched the artery wall and the stent was ¿dislocated¿ over the balloon. The device was retrieved and was deployed in the left iliac artery. It was noted that the distal end of the stent was still partially closed. Post dilatation was performed using a 9mmx30mm non-bsc balloon catheter. The procedure was completed with the implant of a 9mmx37mm non-bsc stent to treat the right iliac stenosis. No further patient complications were reported and the patient's status was stable.